Manufacturer narrative:
The crw precision arc system (crwprecise) ) was returned for evaluation. Evaluation of the returned product confirmed that the black arc finish is in fact flaking off. Supplier was contacted and testing performed per the IFU on existing inventory. Flaking of the anodized finish could not be duplicated and could not be attributed to the supplier. Therefore, additional actions have been taken.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the outer coating on the crw precision arc system (crwprecise) was flaking onto the surgical table and surgical site. There was no patient contact or injury; however, there was a delay for an hour to get their second crw frame and start the procedure over. Additional information received indicates that the procedure done was deep brain stimulator insertion. There was no adverse consequences caused by the delay as the issue was noted while patient was in MRI.